Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the capnometer is not working. The device was in use during this event however, no patient or user health consequences occurred.